Event description:
It was reported that pump experienced malfunction alarm with no notable events occurred beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave correction insulin by injection and did not require third-party assistance. Customer contacted technical support, which guided pump reset that successfully cleared malfunction and advised customer to continue using pump and call back if problem recurred, which customer understood.